Manufacturer narrative:
(B)(4). The complaint 400476 simplus full face mask is currently en-route to fph in (B)(4) for evaluation, to determine if it had a malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare provider in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the non-rebreathing valve flap of a 400476 simplus full face mask broke off and entered the patient's mouth. The patient then coughed and removed the broken flap from his mouth. The subject mask is no longer in use by the patient. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 400476 simplus full face mask was received at fph in (B)(4) for evaluation where it was visually inspected. Results: visual inspection revealed that the nrv flap was missing from the elbow of the subject mask. The broken flap was not returned for investigation. A permanent deformation to the remnants of the silicone flap on the nrv was observed. Conclusion: the simplus full face mask is intended to be used by individuals who have been diagnosed by a physician as requiring CPAP or bi-level ventilator treatment. Based on our investigation, the direction of the deformation indicates that the silicone flap was pulled forwards against CPAP flow. This observation is consistent with the application of an external force causing the silicone flap to tear from the elbow. As at 16 february 2017, over (B)(4) simplus full face masks have been sold with no other complaints of the reported nature received since first product release. The user instructions which accompany all simplus full face masks state: 'before using the mask, ensure the silicone flap is present and undamaged in the elbow and the elbow exhaust slots are not occluded.' Before using the mask each time: inspect it for damage. If there is any visible deterioration (cracking, tears, etc) do not use it and seek replacement part(s). Do not pull on or attempt to remove the silicone flap from the elbow, or attempt to dissemble the elbow. It is not intended to be disassembled.'

Event description:
A healthcare provider in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the non-rebreathing valve (nrv) flap of a 400476 simplus full face mask broke off and entered the patient's mouth. The patient then coughed and removed the broken flap from his mouth. The subject mask is no longer in use by the patient. No further patient consequence was reported.